Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device. The returned biopsy punch has been removed from the original sterile packaging and presents with spots of red debris. Proof of purchase date: not provided / repair/maintenance history: na / lot number: 14k44 / expiration date: 2019 / instrument etching: miltex. DHR review; nonconforming product report / nonconforming material report history: no related reports. Variance authorization / deviation history: no related records. Engineering change order / manufacturing change order history: no related orders. Corrective action preventive action history: no related records. Health hazard evaluation history: none. Complaints history: complaint history reviewed for miltex by kai disposable biopsy punch product family; 4 complaints received for debris / contamination found in/on disposable biopsy punch and/or packaging. Three - unconfirmed - no product returned for evaluation. One - investigation in progress. Conclusion: the returned biopsy punch has been removed from the original sterile packaging and presents with spots of red debris. The complaint report has been confirmed; no manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports they noticed dried reddish substance on punch while using on patient. On (B)(6) 2015 customer reports physician was performing a skin punch biopsy. Noticed the "reddish substance" at the conclusion of the procedure when the physician returned the device to the sterile table. Substance seen on the handle, not the cutting surface.